Event description:
After 13 months of implantation, an abrupt decrose of the battery voltage of the device involved in this MDR report was observed; the elective replacement indicator was reached. Although the device need to be explanted, the pt refuses the re-intervention.